Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine and morphine at an unknown dose via an implantable pump for spinal pain. It was reported that the patient was having overdose like symptoms. It was stated they gave narcan to the patient twice and patient had a positive reaction. They thought there was a morphine, bupivacaine cocktail in the pump but did not know exactly. They wanted the pump shut off and were redirected to nas to page a company representative. The doctor had no time to report and was in a hurry to get a rep. On 2021-11-08 (B)(4), additional information was received from a rep that stated that they were paged to the patient in the emergency room. There was no issue in the logs and they did set the pump to minimal rate. The patient's doctor was out of town and when they come back they would do some troubleshooting to find what the issue was. On 2021-11-12 (B)(4), additional information was received from a healthcare provider (hcp) that they wanted to get in touch with a rep for a dye study today at 10 a.m. An email was sent to the rep. The hcp stated the pump was "dangerous" to the patient. There were two separate events on (B)(6) 2021 where the patient received a narcan injection and a narcan drip on (B)(6) 2021 as well. They were doing the dye study to see if there was any sort of kink in the catheter that could have caused the patient symptoms when the catheter "released". The patient had been in-patient at their facility since (B)(6) 2021 due to having a spinal surgery. The hypothesis was that the spinal surgery affected the catheter and since the patient had the events on (B)(6) they believe it could be kinked or damaged which suddenly opened and caused symptoms. The pump was currently at min. Rate mode. On 2021-11-21, additional information was received that a dye study was performed and they were unable to aspirate. An external/environmental factor that may have caused or contributed to the event was a fusion surgery completed the week prior. The cause of the symptoms was not determined. The physician requested the pump be discontinued and the plan was to explant eventually. On 2021-11-19, additional information was received that the hcp was requesting the code to permanently disable the pump. It was stated that the patient experienced an "overdose situation" that was previously reported on (B)(4). The pump off password was provided.